Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during coiling by dual catheter, after the subject coil placement, the subject coil migrated and became entangled when inserting a coil of the same size from another microcatheter. An attempt was made to retrieve the subject coil, then the coil got stretched. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. Due to the automated mes (manufacturing execution system) system, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer was after the subject coil placement was made, the coil became entangled when inserting a coil of the same size from another microcatheter, therefore an attempt was made to retrieve the coil, then the coil got stretched and was unable to be use further. Further information provided was after the coil was placed it then migrated and tangled with other coil. It was reported that the device was prepared as per the dfu, that there was no damage noted to the packaging prior to opening and the device was confirmed to be in good condition during preparation/prior to use on the patient, but it was reported that that continuous flush was not set up and maintained during the procedure and as per the dfu this is a required step to prepare and maintain flush throughout clinical procedure so therefore its probable this was the cause of the reported event occurring. So therefore, a probable cause of user error will be assigned to the reported codes since there was a deviation from the supplied dfu that resulted in a different medical product response than intended by the manufacturer or expected by the user.

Event description:
It was reported that during coiling by dual catheter, after the subject coil placement, the subject coil migrated and became entangled when inserting a coil of the same size from another microcatheter. An attempt was made to retrieve the subject coil, then the coil got stretched. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.